Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. A gap in the staples was observed at the front of the stapler. Upon functional inspection, the staples did not move forward in the cover block properly. Damage to the trigger was observed. No other defects or anomalies were observed. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. An investigation within teleflex was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".